Event description:
It was reported that patient experienced an infection at the ipg site and the battery was protruding out of the skin. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg site was washed and the ipg was replaced to address the issue. The patient was also administered oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.